Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 14 events were reported for this quarter. 6 devices are available for evaluation but have not yet been received. 8 devices were received for evaluation. 5 events were duplicated during testing. 2 events were not duplicated during testing; however, the devices were outside specifications. 1 event was not duplicated during testing; the device was found to be within specifications. 6 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events in which the device overheated. 10 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device overheated. 10 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 previously reported events are included in this follow-up record.   Product return status: 4 devices were received for evaluation. 2 devices were not available to stryker for evaluation. Evaluation status: 4 reported events were confirmed during testing. 4 devices were found to be affected by broken down lubrication. 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.